Event description:
Additional information provided that there was no patient involvement or injury.

Manufacturer narrative:
Other, other text: additional information : a1, b3, b5 and h6 ( patient code).

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The examination of the device showed some device damage to the main case and plunger case. The device was given functional testing and device met with specifications. The event history log was downloaded and the "watchdog error" alarm was found in the history; however the cause the issue was not established.

Event description:
It was reported the device gave a "watchdog failure/system failure" alarm. No adverse effects to patient reported.